Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy2962 showed six other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing was unable to be engaged firmly. No other information was provided. It was reported this occurred with three devices. This report addresses the second device.